Event description:
Customer reported an intubated ccu pt on magnesium and multiple vasopressors including dopamine, was tachycardic and blood pressure was dropping. Upon inspection of IV tubing, the nurse noted a bulge in the tubing and stopped the infusion. Customer reported that clinical effect of lowered blood pressure was observed as a result. No medications or interventions were reported to be required. Customer stated that the user did not provide any add'l pt or event details.

Manufacturer narrative:
(B)(4). The affected product has been rec'd and the evaluation is pending. A follow up report will be submitted once the failure evaluation has been completed.